Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l44306, implanted: (B)(6) 1997, product type: catheter. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4). The pump was received into the neuro rpa lab on 06-dec-2001 and was placed on legal hold. On 01-aug-2015, the pump was released from legal hold. Rpa was unable to interrogate the pump because the battery is depleted (assumed normal battery depletion). No further analysis can be performed on this pump. The catheter was received into the neuro rpa lab on 06 dec 2001 and was placed on legal hold. No significant anomalies were found. (B)(4).

Event description:
Information from a health care provider (hcp), user facility, and company representative reported that the patient was in the hospital for a dye study/rotor test on (B)(6) 1998. There was no drug in the catheter. She was sent back to her hcp, and the pump was stopped. The hcp originally suspected a system malfunction because of ineffective pain relief. The patient wanted 100% relief and "was not there at that time." The dye and rotor studies could not confirm any malfunction. The patient and her husband presented themselves to the rehabilitation center on (B)(6) 1998 to have the pump refilled with morphine and safely programmed. The drug was changed from dilaudid 50 mg to morphine 25mg/ml at 15ml per day. At the refill, they forgot to change the alarm volume or change the drug ID to morphine. They did not program a bridge bolus for the patient. Upon information and belief, a six week dose and prescription of morphine was prematurely discharged by the pump in an approximately 24 hour period. The patient subsequently experienced symptoms of drug overdose. The patient was found unconscious on (B)(6) 1998 and rushed to the hospital. The patient was admitted to a hospital critical care unit (ccu) on (B)(6) 1998 with the admitting diagnosis "rule out morphine overdose. Rule out aspiration pneumonia." The patient was unresponsive on admission. Narcan was given. An hcp was immediately called, who turned off the pump and said there was "no morphine" in the pump. On (B)(6) 1998, the patient was responsive and alert. Arterial blood gases (abg) on (B)(6) 1998 were "ph7.22 co2po292 sat. 97% on 100% CPAP (continuous positive airway pressure) mask." The patient was intubated and placed on vent. The patient was extubated on (B)(6) 1998 at 0945 and expired (B)(6) 1998 at 1940 from an overdose caused by the premature release of morphine over a two day period, which had been prescribed to be released safely over six weeks. A complete blood count test was done on (B)(6) 1998. The patient's respiratory rate was 20/s, heart rate was 100, and blood pressure was 130/70. The patient white blood cells were at 18.9, hemoglobin at 10.0, and hematocrit at 35.8. A chest x-ray was done that showed pulmonary edema and inflammatory changes. The patient had a history of a hysterectomy in 1970, back surgery in 1993, heart disease with two myocardial infractions, chronic back pain, and osteoarthritis. The indications for use were non-malignant pain and failed back surgery syndrome. The lot numbers were unknown.